Event description:
It was reported that the right atrial lead exhibited high capture threshold. The lead was capped and replaced. The patient was in good condition through the procedure.

Manufacturer narrative:
(B)(4).